Event description:
Prior to use of product for purposes of acquiring an abg, the needle of the abg kit was inspected and found to have jagged edges. Needle/kit not used. Additional needle of same lot # also found to have similar needle. This lot # was pulled from the shelf.